Event description:
Upon priming new arterial line tubing to be connected to the patient, rn noticed that when she connected the closed system arterial line tubing, the fluid would no longer prime easily through the tubing. Upon inspection, the tubing connected to the waste draw syringe was noted to be tight at the connection site; thus limiting the amount of fluid drawn into the syringe. New tubing was utilized, defective tubing not connected to the patient.